Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the difficulty was encountered in inserting the sheath. Insertion was repeatedly attempted, and as a result of that, the tip became to have fine splits. The product was removed and replaced. No patient complications have been reported as a result of this event.